Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014. According to the patient¿s mother and healthcare provider (hcp) there were significant discrepancies to the expected residual volume (erv) and actual residual volumes (arv) at refill appointments. The patient¿s mother stated there was almost double the volume than should have been expected. At explant there were three milliliters more than expected (the expected volume was 35ml and the actual volume was 38ml) and the last refill appointment was two weeks ago. The cause of the discrepancy was not specified. The patient had experienced a return of spasticity and the patient¿s status at the time of this report was ¿alive-no injury.¿ should additional information be received the event will be updated.

Event description:
Additional information received reported the patient's last refill was (B)(6) 2014 and the patient had a prescription for oral baclofen as well. The cause of the discrepancy was undetermined and the pump was returned for analysis. He was receiving effective therapy currently and would follow up with the managing physician and the surgeon this week. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the actual residual volume (arv) was greater than the expected residual volume (erv). It was noted, the healthcare provider (hcp) withdrew twice the expected amount of drug out of the pump at two consecutive refills (on 2014 (B)(6) and sometime in (B)(6) 2014). The patient¿s next refill was due on the (B)(6) 2014. It was further reported the hcp wanted to have the pump explanted and replaced as soon as possible; however the patient had been waiting at least four weeks for the pump to be replaced. It was reported that the pump had malfunctioned, but it was unknown if the pump was giving too much medication or too little at times. The patient was having serious tremors that started the last couple of days and the patient was in pain. The patient was on coumadin and would need to go off the blood thinner two days before the surgery. The pump was being used to deliver baclofen. The cause of the discrepancies and the actual volumes were not reported. The outcome was also not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.